Event description:
It was reported through inspection in the (B)(6) warehouse, incoming inspection team member found that there was peeling in the sealing area of the packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through inspection in the (B)(4) warehouse, incoming inspection team member found that there was peeling in the sealing area of the packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual evaluation of the provided photo identified peeling in the seal area. The product was not returned for evaluation, and no further evaluation can be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned cases confirms item and lot labels on the cartons and pouches were correct. (2) pouches were found to have peeling in the seal area. Each pouch still had a seal width exceeding the minimum specification of 7/32 inches. As the products were determined to be acceptable per review of the inspection criteria (zpc 8.400), a complaint history review was not performed per (B)(4) limited investigation process. No product failure was found as the products are within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.